Event description:
A zoll pt service representative (psr) called zoll customer support to report that a (B)(6) female pt's battery charger was not powering up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) was completed. The reported problem (won't power up) was confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to recessed pins on the power supply connector. The root cause for the recessed pins was a manufacturing error. A supplier corrective action has been issued. No adverse event resulted form the defective battery charger/modem. The pt received a replacement battery charger/modem.